Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, there was no cold light anymore. The surgeon stated the issue occurred after replacing the endoscope end. The technical support engineer (tse) found in the logs error 48244 pointing to illuminator error. Prior to the call, the surgeon already called his biomed and asked to bring a new lamp. The tse guided the customer to reseat the lamp module, but they were not able to reach the lamp module. The tse informed the customer that another workaround is to use an external light source and customer stated that there's one in the operating room (or). The tse asked the customer to connect the light guide cable to this source and they said the image was ok to resume surgery. Tse informed them that they can postpone the lamp module reseat after the surgery and they agreed. The surgeon transferred the phone to the biomed and tse informed biomed about next step to be done after surgery. The customer wanted to receive visual support to guide him in this matter. The tse agreed and took the biomedical engineer's email to transfer user manual page relative to lamp module replacement. The tse informed the customer that the action to be done is to fake replace the lamp and to succeed the initialization phase. The biomedical engineer called back for additional troubleshooting after the procedure. Illuminator status led is alarming red and logs are showing several error 48245, indicating a possible issue with the lamp module and/or the illuminator itself. Lamp module hours: 637. The tse guided the biomedical engineer to power off the vsc and toggle its breaker to off. The tse walked him through a lamp module reseat and inspection of the lamp module area connector; there was no brown color detected. They do not have any spare lamp module, they need to order one. Another surgery is schedule for this afternoon. The tse guided them to disconnect the rs-232 communication cable from the core, power on, and recover from error 48238. They will use their external laparoscopic illuminator to proceed with their next surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was a left partial nephrectomy. No post-operative tests were performed on the patient. Patient demographic information was provided.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported complaint. The fse replaced the illuminator to resolve the reported issue. The illuminator unit has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a partial nephrectomy procedure was performed on system sh2444 on (B)(6)2022. This complaint is being reported based on the following conclusion: the surgeon was able to continue with the procedure robotically with an external laparoscopic illuminator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce and confirm the reported issue. This illuminator was returned with the lamp module and both fuses. When reviewing the procedure logs, there were several errors code 48244 which means: illuminator lamp failed to ignite. Ignition failures indicate that the lamp module is nearing end of life or the ignition circuitry in the illuminator is failing. The illuminator was installed on the pca test system. The system started up without any errors, the blue light is on, however, when the vision test was checked it failed when the lamp tries to turn on with the error code: 48245 which means: illuminator lamp failed to ignite: ignition failures indicate that the lamp module must be replaced or the ignition circuitry in the illuminator has failed.